Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old hispanic female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii and IV capsular contracture of the left and right breast, respectively, during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-14707 for the contralateral event.

Manufacturer narrative:
On december 26, 2022, mentor received additional information. The patient was also diagnosed with acquired breast deformities with widened areolas and skin laxity reason for device explant and/or reoperation: acquired deformity manufacturer¿s reference number: (B)(4).